Manufacturer narrative:
Event date estimated as the medtronic representative reported that the issue occurred in (B)(6). A medtronic representative went to the site to test the equipment. The representative reported that the issue could be isolated to instrumentation. No instruments have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a cranial resection, the navigation system intermittently could not communicate with a probe and instrument tracker. It was reported that restarting the navigation system restored functionality to the navigation system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The suspect reference frame was returned to the manufacturer for evaluation. Testing found that the leds could not be recognized by a known operational navigation system. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.